Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the customer got failed battery test alarm. Customer¿s blood glucose level was 114 mg/dl at the time of the incident. After troubleshooting, the pump alarmed with replace battery now. Customer states the battery has not been used before in pump or another device. Customer states the battery has not been used before in pump or another device. Neither compartment nor spring are damaged or corroded. Customer received battery failed alarm. Customer has not tried a replacement battery cap. The customer need to be replaced the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.